Event description:
Healthcare provider reports two results for a pt that were "too high". Customer tested the pt on a second instrument and the results were within the range expected.

Manufacturer narrative:
(B)(4). Device returned. Method: device history record, ncmr, CAPA and complaint history eval in process. Result, conclusion: MFR eval/investigation currently in process. Itc has requested all data required for form 3500a.